Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis found normal battery depletion. The device meets expected longevity.

Event description:
It was reported that patient's device was unable to be interrogated due to complete device battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.